Event description:
During eval of a device for an unrelated complaint, air-in-line alarms were identified in the device history log. There was no pt injury of medical intervention required since these items were found during the eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The upstream sensor was replaced.